Manufacturer narrative:
Unit was previously involved in a car accident (hit by a car in a crosswalk) and had not been repaired. Customer still continued to use device.

Event description:
Alleges unit broke down and had to call ems. Unit was previously involved in a car accident (hit by a car in a crosswalk) and had not been repaired. Customer still continued to use device.